Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the vessel below the knee. A jupiter fc guidewire was advanced but failed to cross the lesion. It was then replaced with another jupiter fc3 guidewire but it also failed to cross. Eventually, a jupiterx was advanced and was able to cross the lesion. After the wire passed through, a 3.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation but was unable to cross the lesion. The device was removed and was replaced with a 2mm x 40mm x 145cm coyote es balloon catheter. However, during the second inflation at 12 atmospheres, the balloon ruptured. Dilatation was performed with the previous 3.0mmx60mmx135cm sterling balloon catheter, but the balloon also ruptured during the first inflation. The procedure was completed with a new balloon. No patient complications were reported.